Manufacturer narrative:
The ge rep conducted an onsite investigation. The flash memory was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 8800 system displayed a communication failure error message. No pt injury was reported.